Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. There is no evidence to reasonably suggest that this device malfunctioned. The previously reported patient symptoms were deemed attributable to medication side effect. This device did not and does not meet the reporting requirements stipulated in 21 cfr 803. The previously reported patient codes: (B)(4) were removed as they no longer apply. The previously reported conclusion code was removed as it no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal morphine 5 mg/ml at 0.2403 mg/day via an implanted pump for spinal pain. The clinical diagnosis was possible medication side effects and the programming date from the most recent refill prior to the event was (B)(6) 2016. Examination on (B)(6) 2016 revealed nausea, emesis, and urinary retention. On (B)(6) 2016 examination revealed nausea, emesis, urinary retention, and pruritus. Interventions included initiating flomax on (B)(6) 2016 and initiating benadryl (continue on flomax) on (B)(6) 2016. Therapy was suspended on (B)(6) 2016 and the event resulted in patient hospitalization or prolongation of existing hospitalization. The outcome was ongoing. The event was possibly related to the device or therapy and unlikely related to the implant procedure. The event was also possibly related to the intrathecal drug infumorph. The drug action that caused the event was added new drug. Signs and symptoms included nausea, emesis, urinary retention, and pruritus since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.